Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy approximately one year after being implanted due to user not following the IFU/dfu. Reportedly, the ipg would not communicate with external devices. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Further information indicates the ipg was explanted and replaced to address the issue.